Manufacturer narrative:
The returned, used device was evaluated per specification. It was found that the lower jaw was broken off with no other signs of damage. The mechanisms felt normal and there were no noticeable bends in the device shaft. The broken jaw component was not returned for evaluation. A service history review was conducted and no data was found. A two-year review of complaint history revealed there has been a total of 55 complaints, regarding 55 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue warnings: avoid lateral stresses to the instrument or device function may be compromised; do not use if parts are broken, cracked or worn, or device function may be compromised precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the smi-02ap, spectrum autopass suture passer, device was being used during an arthroscopic rotator cuff repair on (B)(6) 2018. While the surgeon was "biting down on the cuff in anticipation of passing the needle the device cracked". The device was removed from the joint and the broken lower jaw was also removed as it was attached to the suture. Another smi-02ap was used to complete the procedure and there was only a 2-minute delay due to the event. No components were found to have fallen loose into the surgical site; therefore, there was nothing to be retrieved. There is no report of patient or user injury. This report is being raised on the basis of device malfunction with potential of injury upon reoccurrence.